Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Patient reported receiving multiple loss of prime alerts after site/set change the night before. Patient denied that there was trauma to the pump or extreme temperature change. Patient confirmed that the cartridge and battery caps tightened properly and there was no visible crack in the casing. Review of alarm history showed a low cartridge alert the day before the call. Patient was advised to change the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-device evaluation:the cartridge has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and a fill test were performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.